Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The ICD was implanted on (B)(6) 2019. Reportedly, premature battery depletion occurred. A message stating that the device had reached its recommended replacement time (rrt) was transmitted by remote monitoring on (B)(6) 2021. Device replacement should be performed on (B)(6) 2021. Preliminary analysis confirmed that premature battery depletion occurred.

Manufacturer narrative:
Review of the provided patient files confirmed the sudden battery drop down to 2.12v on 2 july 2021. In addition, some episodes recorded between 19 june 2019 and 27 february 2021 showed ventricular noise oversensing, without inappropriate therapy. The observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials. Based on device settings, statistics and the total time of charge, premature battery depletion was confirmed. Analysis of the returned device showed that: electrical and mechanical characteristics of the returned device were within specifications. The battery was depleted but the device recovered a normal operation when powered on external power supply, and the electric tests performed did not reveal any anomaly. In addition, no overconsumption was measured during analysis. The battery was then sent to the manufacturer and the battery analysis revealed clusters were found inside the battery. The battery analysis report was updated in february 2024 and revealed that one of the clusters was found in contact with the cathode bridge, and lead to the fast battery depletion. The battery failure is the root cause of the fast battery depletion.

Event description:
The ICD was implanted on (B)(6) 2019. Reportedly, premature battery depletion occurred. A message stating that the device had reached its recommended replacement time (rrt) was transmitted by remote monitoring on (B)(6) 2021. Device replacement should be performed on (B)(6) 2021. Preliminary analysis confirmed that premature battery depletion occurred.

Event description:
The ICD was implanted on (B)(6) 2019. Reportedly, premature battery depletion occurred. A message stating that the device had reached its recommended replacement time (rrt) was transmitted by remote monitoring on (B)(6) 2021. Device replacement should be performed on (B)(6) 2021. Preliminary analysis confirmed that premature battery depletion occurred.